Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.

Manufacturer narrative:
Follow-up #2: date of submission 04/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data revealed loss of prime warnings with low, non-zero force. The pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration did not measure within specifications. The pump was opened and no damage was observed. The force resistance rating was within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.